Event description:
Put the visig onto suction but the icg [indocyanine green] was not getting through in order for the surgeon to visualize on the monitors. The icg seemed to be clumped up inside the visig when it was removed from the patient.